Event description:
Additional information received indicated that the patient was not satisfied with pain relief and requested the system explant. Additional information is not available at this time.

Manufacturer narrative:
Attempts were made to obtain additional event and patient information. Further information was not provided. It was reported to abbott that the patient had a system explant due to ineffective stimulation. The report stated that the patient was not satisfied with pain relief and requested explant. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-31733. It was reported the patient underwent surgical intervention on (B)(6) 2020 wherein the scs lead and ipg were explanted. Further information is pending. Note: since it is not known which device contributed to the issue, all possible devices are being.